Manufacturer narrative:
(B)(4). H10: freedom constr hd 36mm t1 std, item: 11-107018, lot: 67230805. Freedom all poly cup 50mm, item: 11-107122, lot: 67107174. Unknown screws, unknown cement, unknown 3.5mm recon plate & screws. H6: suggested component code: mechanical (g04) - stem. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported, approximately 8 months postop, the patient presented with periprosthetic infection. A first stage revision occurred; all initial implants were removed without apparent complication. After reaming the femoral canal, a nondisplaced fracture in the peritrochanteric region was identified. An unknown 3.5mm reconstruction plate and screws were placed to stabilize the fracture. No further complications were identified. Final intraop x-rays indicated appropriate fracture reduction and implant placement. A cement spacer stem was placed along with an all-poly cup, a cemented constrained liner, and additional screws for fixation. Due diligence is in progress for this complaint; to date no additional information or product has been received.